Event description:
This pt was transferred to facility due to post infarct angina for cardiac catheterization and appropriate revasculaturization. The pt was alert and stable. The day following admission, the individual was taken to the cardiac catheterization lab (ccl) for a left heart catheterization. A 6-french short sheath was exchanged over a wire for a 6-french 40-cm daig sheath due to the significant tortuosity of the aorta iliac area. As the sheath was advanced the contour of the sheath did not conform in the aorta arch. The sheath was removed and it was discovered to have fractured. There were multiple fractures within the sheath and a portion of the fractured fragments were still in the ascending aorta area. There were two fragments remaining. A cardiology interventionist was called to assist with retrieval of the fragments. During the attempt to retrieve the fragment, it retreated to the distal aorta which then dislodged itself into the right iliofemoral system. The other was still in the aortic arch. A vascular surgeon was consulted. He suggested retrieving the fragment in the arch. During retrieval the fragment moved into the left femoral artery. The vascular surgeon was consulted and felt the fragments were surgically accessible. The pt was taken to the or for removal of the fragments. The fragments had moved again and the left sided fragment had moved to the distal profunda femoris. This was an end artery and it was decided to leave it. The fragment on the right side had moved down and was in the peroneal artery. There was good blood flow and it was decided to leave the fragment. The sheath was examined post procedure and the package wrappings were checked. It was discovered the expiration date of the sheath was 08/1995. The pt was transferred to the telemetry. There were no further complications during recovery period. Ambulation was increased gradually. At the time of discharge the pt was able to ambulate without any chest pain or shortness of breath and was discharged in stable condition. An investigation was conducted of the event and findings were shared with the pt. Appropriate corrective actions were implemented.